Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the female luer on the syringe tubing was cracked and fluid leaked from the site where the syringe was attached. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of the set noted that the female luer had a vertical hair line crack on the knit line that measured 0.3850 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking as fluid flowed through the crack. The cause of the leak was identified as a cracked female luer. The root cause of the crack is unknown.